Manufacturer narrative:
Service was not dispatched as the customer resolved the issue through system diagnostics via the telephone. In conclusion, the likely cause of the event is attributed to the system's database corruption. A definitive cause of the database corruption is unknown.

Event description:
The affiliate stated the customer reported ongoing user interface unexpectedly exited (mfc exception error) during loading of a sample rack, with the error message, bassertevent(0 == itubescancount), involving the access 2 immunoassay system. The customer stated the system was unresponsive and a system reboot would temporarily resolve the issue. On (B)(6) 2014, the customer reported a delay in reporting patient results. However, there was no report of patient injury or change in patient treatment associated with this event. Beckman coulter advised the customer to reboot the system twice per week until the new system software becomes available.